Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one titanium adapter (both male and female ends) which was attached to a small segment of the argyle cannula. The returned adapter and cannula segment were flushed with water, and a gap in the connection as well as a small pinhole leak in the cannula were confirmed. It was possible that the leaks were a result of sharp instrument contact during use, however a definitive root cause could not be reliably determined. It was reported that there was a leak on the catheter shaft and there was superficial damage to the device. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a slight crack occurred on the ventral side near the titanium adapter. Also, the connection tube had been dyed blue. There was a leak at the junction between the branch and the catheter and the titanium adapter could not be removed. Titanium adapter was the only product being utilized with the device. There was no problem with the connector. There was nothing unusual observed on the product prior to use. There was no damage to the external packaging and to the product¿s box. Tego was not used. Flushing was not done prior to use. As a remedial action, the connecting tube was replaced with same product ID and adapter after removal. The procedure was completed. There was no blood transfusion performed. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.